Manufacturer narrative:
H.6. Investigation summary: material 245122 is manufactured by rehydrating the media components with usp purified water, and thoroughly mixing until a homogeneous solution is obtained. The tubes are filled, capped, torqued and then labeled by machine per standard operating procedure (sop). The tubes are terminally autoclaved in an air over pressure (aop) autoclave, per manufacturing instructions, using a validated cycle. Post autoclaving, tubes are packaged into final shipping configurations. As part of the release criteria for this product, the bhr is reviewed to confirm the following: the total elapsed time between end of formulation and start of the autoclave cycle was within the specified limits. All autoclave parameters conformed to the validated cycle parameters for this product. The minimum f0 for this product was met. The complaint history was reviewed, and there are three complaints for contamination. Retention samples from batch 3103482 (100 tubes) were available for inspection. There were 39/100 tubes found with contamination with a white spot in the bottom of the tube. For investigation, retention tubes were divided and incubated at 20-25 degrees celsius (19 tubes) and 30-35 degrees celsius (20 tubes). No growth was observed at 21 days incubation. Six photos were available for investigation of this complaint. One photo showed 15 tubes laying on the side, batch 3103482. One photo showed tube label 3103482. Four photos showed tubes with sediment at the bottom of the tube. Fifteen returned tubes (batch 3103482) were submitted in a ziplock bag in a box with returns for one other complaint. Six of the fifteen tubes had growth and the media was turbid. One tube was sent to ID. The remaining nine tubes were incubated at 33 to 37 degrees celsius incubator. At fourteen days incubation, there was no growth in any of the incubated tubes. The contamination was identified as brevibacterium casei. This complaint can be confirmed for contamination. This product is not labeled as sterile. Media should be inspected prior to use and should not be used if medium shows evidence of contamination, drying, cracking or other signs of deterioration. No complaint trends for this complaint have been identified for this product; no actions are indicated at this time. Bd will continue to trend complaints for contamination. H3 other text : see h.10.

Event description:
It was reported that when using the bd bbl¿ mgit¿ mycobacteria growth indicator tubes, 7ml, foreign matter was found in the tube before use. One tube affected. Staining and examination revealed that it was a gram-negative bacillus. No patient impact or injury reported.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that when using the bd bbl¿ mgit¿ mycobacteria growth indicator tubes, 7ml, foreign matter was found in the tube before use. One tube affected. Staining and examination revealed that it was a gram-negative bacillus. No patient impact or injury reported.